Event description:
The complainant reported that during support of impella cp the patient was repositioned 30 minutes prior to event. After repositioning, fluid bolus and p level reduction suction remained. ¿the suction won't break let¿s remove the impella. The patient doesn¿t need the pump anymore." There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. D4 revised primary UDI number as it was entered incorrectly from the initial report that was submitted. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Pump suction: clinical details reported suction events started after the patient was repositioned, and troubleshooting methods did not resolve the suction. The product was not returned for investigation. Data log review confirmed suction alarms occurring towards the end of the case. At the time suction starts, placement signal was stable, and there were no abnormalities in 5s parameters, but motor current pulsatility decreases which could suggest obstructed inflow or improper positioning, but no information was provided regarding pump positioning at this time. The cause of the suction could not be determined due to insufficient clinical details on pump positioning. Device history review: the pump passed all post sterile inspection criteria.